Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant, patient's right atrial (ra) lead became dislodged and fell into the right ventricle when an atrioventricular node ablation procedure was performed. The ra lead was successfully re-positioned three days later, however while connecting the lead to the implantable pulse generator (ipg) header, the physician over-turned the set screw and could not engage the set screw consequently. The ipg was explanted and replaced with a new one. No patient complications have been reported as a result of this event.